Event description:
When the nurse plugged in the pads and turned on the machine, the alarm went off. The pads were unplugged and tried again but the alarm still went off. The connections were checked and found to be proper. The process was repeated with pads from the same lot and the alarm still went off. The nurse tried a different lot number and the pads worked.